Event description:
Increasing pain on the right hand side. Family doctor transferred subject to hospital on (B)(6) 2012. Avascular necrosis diagnosed. Explanation of sliding hip screw and implantation of tep on (B)(6) 2012.

Manufacturer narrative:
Device will not be returned. If additional information is received it will be reported on a supplemental report. (B)(4): device will not be returned.

Manufacturer narrative:
Evaluation summary: the reported event that an revision surgery was necessary because of a avascular necrosis diagnosed could be confirmed. Based on investigation, the root cause of the determined event was attributed to a user related issue. This case was provided to our medical expert and he stated: ¿ in this case, there is a medial (transcervical) femoral neck fracture type pauwels iii. If we look at the radiographs carefully, we can see that the fracture ends immediately cranial to the femoral head, so there is clearly an intracapsular fracture. For the gamma nail such a fracture is considered a contraindication. Normally, such a fracture is primarily supplied with an endoprosthesis, in many cases this fracture lead to a serious circulatory disturbance of the femoral head. However, it is only marginally responsible for (B)(6) women still perform a "head-sustaining surgery," but then we have to expect a high rate of femoral head necrosis. Perhaps the fracture was misinterpreted as a lateral radiograph (baso-cervical) femoral neck fracture, because of the poor quality of the x-rays. The occurred femoral head necrosis is a quite common complication when a fixed medial femoral neck fracture type pauwels iii was treated with a dhs or gamma nail. This complication has primarily nothing to do with the implant.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
Increasing pain on the right hand side. Family doctor transferred subject to hospital on (B)(6) 2012. Avascular necrosis diagnosed. Explanation of sliding hip screw and implantation of tep on (B)(6) 2012.